Event description:
It was reported the patient has lost stimulation due to not recharging the ipg as recommended. In turn, the programmer and charger can no longer communicate with the ipg due to it being inoperable. Also, the patient underwent a couple of mris while his scs system remained implanted. Troubleshooting to provide resolution was unsuccessful. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.